Manufacturer narrative:
Updated sections: a2, a4, a5, b7, h2, h6, h11. Additional information: according to the surgeon, the bleeding was due to insufficient hemostasis achieved with the e200 generator when using the fenestrated bipolar forceps (fbf) instrument. On postoperative day 26, the patient returned to the hospital with vaginal hemorrhage, resulting in vaginal cuff dehiscence and hematoma formation; which was confirmed under direct visualization. These complications necessitated hospital readmission and subsequent surgical intervention performed by a different surgeon. The patient was taken back to the operating room (or), where approximately 500 ml of blood loss was attributed to the right uterine artery. Hemostasis was achieved through laparoscopic ligation of the right pedicle and re-suturing of the vaginal apex. The patient required a blood transfusion; however, the number of units transfused was not specified. Although, it remains unclear whether the patient experienced any additional postoperative complications or whether there are concerns regarding potential long-term complications; the patient is reportedly stable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy with salingo-oophorectomy and lymphadenectomy procedure, intraoperative energy complications resulted in significant bleeding. Multiple vessels could not be adequately sealed; however, the surgeon was able to close the vaginal cuff and successfully complete the procedure robotically. Postoperatively, the patient experienced ongoing bleeding, resulting in vaginal cuff dehiscence and hematoma formation. These complications necessitated hospital readmission and subsequent surgical intervention performed by a different surgeon. The second procedure controlled the bleeding, and the patient is currently reported to be recovering well. The cause of the bleeding events, exact volume of blood loss, and the specific interventions used to achieve hemostasis for both procedures remain unknown. Additional information was requested, but the customer has indicated that no further information will be provided.